Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3. A mitraclip ntw was prepared per the instructions for use (IFU). Following transseptal puncture, the steerable guide catheter (sgc) and the mitraclip xtw were inserted without issues. However, after steering down the clip to the valve, blood pressure dropped immediately, and transesophageal echocardiogram (tee) revealed a pericardial effusion. To treat the pericardial effusion, pericardiocentesis was performed. A cell saver (autotransfusion device) was used, and the patient required cardiopulmonary resuscitation (CPR). The clip was then positioned and deployed on the mitral valve. However, the mr remained at a grade of 3. The clip was noted to be stable on both leaflets. Bleeding persisted, so pericardiocentesis was continued, and CPR was required time and time again. A veno-arterial extracorporeal membrane oxygenation (va- ECMO) was then implanted. Blood products and clotting factors were then administered. After about three hours, the patient¿s condition stabilized and was able to be transferred to the intensive care unit (ICU). The patient was reported to be critical but in stable condition.